Manufacturer narrative:
(B)(4). See MDR #3010532612-2019-00226 and tc # (B)(4) for complaint related to the same patient and event.

Event description:
It was reported by the rn that they have a patient on the intra-aortic balloon pump (iabp) with frequent helium loss 2 alarms. The alarms did not resolve with repositioning of the patient. As a result, a new intra-aortic balloon (iab) was placed and a new iabp console was used with no further alarms. There was no report of patient complications or death.

Manufacturer narrative:
Qn#(B)(4). MDR #3010532612-2019-00226 and tc (B)(4) for complaint related to the same patient and event. Teleflex did not receive the device for investigation therefore the reported complaint of iabp: alarm, helium loss is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that they have a patient on the intra-aortic balloon pump (iabp) with frequent helium loss 2 alarms. The alarms did not resolve with repositioning of the patient. As a result, a new intra-aortic balloon (iab) was placed and a new iabp console was used with no further alarms. There was no report of patient complications or death.